Manufacturer narrative:
This is one event (death) reported on the same pt involving two separate products and associated with mdrs# 1225714-2014-00891 and 1225714-2014-00892.

Manufacturer narrative:
This is one of two device reports for this event. Associated MFR report number: 1225714-2014-00892. Additional info has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on an unk date after the use of the product.